Manufacturer narrative:
Per tandem user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was "clogged." Reportedly the customer was using fiasp insulin. Tandem technical support informed customer about insulin labeling. The customer's blood glucose level ranged from 200-279 mg/dl and no additional information was provided.